Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed.') And autoimmune disorder ('autoimmune disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), vaginal infection ("vag. Infect."), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss "), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs") and menstruation irregular ("irregular menstrual cycles") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dyspareunia, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, urinary tract infection, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased, visual impairment and menstruation irregular outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test unspecified- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received- case becomes incident. Event injury to herself was removed. New events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, allergy, autoimmune diseases, bladder problems, urinary problems, vaginal discharge, bladder infection, vaginal infection, uti, fatigue, hair loss, hormonal changes, migraine, headaches, nausea, weight gain, vision problems, irregular menstrual bleeding were added. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.